Manufacturer narrative:
The company representative was unable to duplicate the reported problem. The biomed stated that he believes that there was an issue with the ambulance invertor. He stated that they had not had any issues with the iabp before or after the incident, while on battery power. As a precautionary measure, at the request of the customer, the batteries (part number (B)(4)) were replaced. The iabp was tested to factory specification. It functioned normally and was returned to the customer. (B)(4).

Event description:
The customer reported that while the iabp was in use on a patient during transport, they observed that they were losing battery charge one hour out from their facility en-route to another hospital. The iabp was plugged into the ambulance inverter at the time, and the iabp was not charging. The customer arrived at the hospital 15 to 20 minutes after the pump lost power. The patient was switched to another iabp and therapy was continued. No patient injury was reported.